Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (batch no. D06937) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, thyroid disorder, high cholesterol, anemia, effusion pericardial bloody, bloating, vaginal pain, clotting disorder, abdominal pain, ovarian cystectomy, dysmenorrhea, uterine fibroid, dysfunctional uterine bleeding, bacterial vaginosis, uterine fibroid, groin pain, vaginitis, bladder discomfort and weight gain. Previously administered products included for an unreported indication: loestrin. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2017 to (B)(6) 2018, norethisterone acetate (norethindrone acetate) and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/ pain"), vaginal infection ("infection: vaginal"), migraine ("migraine") and headache ("headache"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, migraine, headache, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight (B)(6). Discrepancy noted in hsg test: as per fu, patient did not under go essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2016: endovaginal and transabdominal pelvic ultrasound performed. Unremarkable position of the visualized right fallopian tube occlusive devices right ovary: the right ovary measures 3.9 x 3.1 x 2.7 cm. Right ovarian follicular cysts, the largest measuring 2.5 cm left ovary: obscured by bowel gas opinion: left ovary adnexa obscured by bowel gas. Unremarkable right ovary. Indistinct uterine zonal anatomy raising the possibility of adenomyosis. History: left pelvic pain. Recent placement of essure tubal occlusive devices findings: endovaginal and transabdominal pelvic ultrasound performed report: unremarkable position of the visualized right fallopian tube occlusive devices. Right ovary: the right ovary measures 3.9 x 3.1 x 2.7 cm. Right ovarian follicular cysts, the largest measuring 2.5 cm. Right ovarian doppler: arterial and venous flow demonstrated on color doppler and spectral analysis. No right ovarian torsion. Opinion: left ovary and adnexa obscured by bowel gas. Unremarkable right ovary. Indistinct uterine zonal anatomy, raising the possibility of adenomyosis diagnosis ed provider note: pelvic pain patient's chief complaint: pt. C/o left sided pelvic pain. Report iud placed and thinks it may have been displaced. Visit reason: pelvic pain in female pain assessment primary pain laterality: left primary pain location: pelvic primary pain quality: aching preferred pain tool: numeric rating scale hpi-history of present illness the patient presents with pelvic pain and patient had an essure device placed on september 7, this is in anticipation of having an ablation this next wednesday secondary to heavy bleeding. Patient reports she has had some cramping pain ever since the procedure, she was told that for the first week this would be normal, her pain has improved temporarily and then the last few days has gotten much worse, she has attempted midol and ibuprofen which typically help with her cramps, she states it has not been helping with this, also has been using a heating pad, she also mentions that she has been spotting a little bit. Patient called her gynecologist, found out that her doctor was out of town, the nurse that was covering for them suggested that she come here for a pelvic ultrasound. Patient denies any fever, has had some nausea but no vomiting, denies any dysuria. Associated symptoms: nausea, abdominal pain, vaginal bleeding, denies fever, denies chills, denies vomiting, denies dysuria, denies hematuria, denies back pain, denies vaginal discharge and denies urethral discharge. Review of systems- gastrointestinal symptoms: abdominal pain, pelvic, cramping, nausea, no vomiting, no diarrhea, no constipation, no rectal bleeding, no rectal pain. Genitourinary symptoms: vaginal bleeding, pelvic pain. Surgical history: essure, ovarian cyst removal differential diagnosis: pelvic pain, ovarian cyst, ectopic pregnancy, abdominal pain, urinary tract infection, dysmenorrhea, pregnancy discomfort, uterine fibroid, vaginal bleeding impression and plan diagnosis" pelvic pain 625.9 dysfunctional uterine bleeding possible fibroid uterus bacterial vaginosis status post hysteroscopy and essure procedure primary pain location: groin primary pain quality: sharp preferred pain tool: numeric rating scale. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : mood swings, menorrhagia, pelvic pain, adenomyosis, nausea, vaginal bleeding and dysmenorrhea. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet and medical record received. Lot number newly added. This case became incident. Events: abnormal bleeding vaginal, menorrhagia, infection: vaginal, migraines, headaches, depression, mental anguish and dysmenorrhea (cramping) added. Reporter information updated. Patient demographic information updated. Other relevant history and lab data updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 47-year-old female patient who had essure (batch no. D06937) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, thyroid disorder, high cholesterol, anemia, effusion pericardial bloody, bloating, vaginal pain, clotting disorder, abdominal pain, ovarian cystectomy, dysmenorrhea, uterine fibroid, dysfunctional uterine bleeding, bacterial vaginosis, uterine fibroid, groin pain, vaginitis, bladder discomfort and weight gain. Previously administered products included for an unreported indication: loestrin. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2017 to (B)(6) 2018, norethisterone acetate (norethindrone acetate) and paracetamol (acetaminofen). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/ pain"), vaginal infection ("infection: vaginal"), migraine ("migraine") and headache ("headache"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, migraine, headache, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 170 lbs. Discrepancy noted in hsg test: as per fu, patient did not under go essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2016: endovaginal and transabdominal pelvic ultrasound performed. Unremarkable position of the visualized right fallopian tube occlusive devices right ovary: the right ovary measures 3.9 x 3.1 x 2.7 cm. Right ovarian follicular cysts, the largest measuring 2.5 cm left ovary: obscured by bowel gas opinion: 1. Left ovary adnexa obscured by bowel gas. 2. Unremarkable right ovary. ~. Indistinct uterine zonal anatomy raising the possibility of adenomysis. History: left pelvic pain. Recent placement of essure tubal occlusive devices findings: endovaginal and transabdominal pelvic ultrasound performed report: unremarkable position of the visualized right fallopian tube occlusive devices. Right ovary: the right ovary measures 3.9 x 3.1 x 2.7 cm. Right ovarian follicular cysts, the largest measuring 2.5 cm. Right ovarian doppler: arterial and venous flow demonstrated on color doppler and spectral analysis. No right ovarian torsion. Opinion: 1. Left ovary and adnexa obscured by bowel gas. 2. Unremarkable right ovary. 3. Indistinct uterine zonal anatomy, raising the possibility of adenomyosis diagnosis ed provider note: pelvic pain patient's chief complaint: pt. C/o left sided pelvic pain. Report iud placed and thinks it may have been displaced. Visit reason: pelvic pain in female pain assessment primary pain laterality: left primary pain location: pelvic primary pain quality: aching preferred pain tool: numeric rating scale hpi-history of present illness the patient presents with pelvic pain and patient had an essure device placed on september 7, this is in anticipation of having an ablation this next wednesday secondary to heavy bleeding. Patient reports she has had some cramping pain ever since the procedure, she was told that for the first week this would be normal, her pain has improved temporarily and then the last few days has gotten much worse, she has attempted midol and ibuprofen which typically help with her cramps, she states it has not been helping with this, also has been using a heating pad, she also mentions that she has been spotting a little bit. Patient called her gynecologist, found out that her doctor was out of town, the nurse that was covering for them suggested that she come here for a pelvic ultrasound. Patient denies any fever, has had some nausea but no vomiting, denies any dysuria. Associated symptoms: nausea, abdominal pain, vaginal bleeding, denies fever, denies chills, denies vomiting, denies dysuria, denies hematuria, denies back pain, denies vaginal discharge and denies urethral discharge. Review of systems- gastrointestinal symptoms: abdominal pain, pelvic, cramping, nausea, no vomiting, no diarrhea, no constipation, no rectal bleeding, no rectal pain. Genitourinary symptoms: vaginal bleeding, pelvic pain. Surgical history: essure, ovarian cyst removal differential diagnosis: pelvic pain, ovarian cyst, ectopic pregnancy, abdominal pain, urinary tract infection, dysmenorrhea, pregnancy discomfort, uterine fibroid, vaginal bleeding impression and plan diagnosis" pelvic pain 625.9 dysfunctional uterine bleeding possible fibroid uterus bacterial vaginosis status post hysteroscopy and essure procedure primary pain location: groin primary pain quality: sharp preferred pain tool: numeric rating scale. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : mood swings, menorrhagia, pelvic pain, adenomysis, nausea, vaginal bleeding and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 47-year-old female patient who had essure (batch no. D06937, 20240922) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, thyroid disorder, high cholesterol, anemia, effusion pericardial bloody, bloating, vaginal pain, clotting disorder, abdominal pain, ovarian cystectomy, dysmenorrhea, uterine fibroid, dysfunctional uterine bleeding, bacterial vaginosis, uterine fibroid, groin pain, vaginitis, bladder discomfort and weight gain. Previously administered products included for an unreported indication: loestrin. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from(B)(6) 2017 to (B)(6) 2018, norethisterone acetate (norethindrone acetate) and paracetamol (acetaminofen). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/ pain"), vaginal infection ("infection: vaginal"), migraine ("migraine") and headache ("headache"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation,hysterectomy,uni-s). Essure was removed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage and vaginal infection had resolved and the migraine, headache, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 170 lbs. Discrepancy noted in hsg test: as per fu, patient did not under go essure confirmation test. She received treatment for bladder/urinary problems, gen. Abnormal bleed discrepancy in removal date of essure-(B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2016: essure confirmation test-not specified result-left occlusion only. Ultrasound pelvis - on (B)(6) 2016: endovaginal and transabdominal pelvic ultrasound performed. Unremarkable position of the visualized right fallopian tube occlusive devices right ovary: the right ovary measures 3.9 x 3.1 x 2.7 cm. Right ovarian follicular cysts, the largest measuring 2.5 cm left ovary: obscured by bowel gas opinion: 1. Left ovary adnexa obscured by bowel gas. 2. Unremarkable right ovary. ~. Indistinct uterine zonal anatomy raising the possibility of adenomysis. History: left pelvic pain. Recent placement of essure tubal occlusive devices findings: endovaginal and transabdominal pelvic ultrasound performed report: unremarkable position of the visualized right fallopian tube occlusive devices. Right ovary: the right ovary measures 3.9 x 3.1 x 2.7 cm. Right ovarian follicular cysts, the largest measuring 2.5 cm. Right ovarian doppler: arterial and venous flow demonstrated on color doppler and spectral analysis. No right ovarian torsion. Opinion: 1. Left ovary and adnexa obscured by bowel gas. 2. Unremarkable right ovary. 3. Indistinct uterine zonal anatomy, raising the possibility of adenomyosis diagnosis ed provider note: pelvic pain patient's chief complaint: pt. C/o left sided pelvic pain. Report iud placed and thinks it may have been displaced. Visit reason: pelvic pain in female pain assessment primary pain laterality: left primary pain location: pelvic primary pain quality: aching preferred pain tool: numeric rating scale hpi-history of present illness the patient presents with pelvic pain and patient had an essure device placed on september 7, this is in anticipation of having an ablation this next wednesday secondary to heavy bleeding. Patient reports she has had some cramping pain ever since the procedure, she was told that for the first week this would be normal, her pain has improved temporarily and then the last few days has gotten much worse, she has attempted midol and ibuprofen which typically help with her cramps, she states it has not been helping with this, also has been using a heating pad, she also mentions that she has been spotting a little bit. Patient called her gynecologist, found out that her doctor was out of town, the nurse that was covering for them suggested that she come here for a pelvic ultrasound. Patient denies any fever, has had some nausea but no vomiting, denies any dysuria. Associated symptoms: nausea, abdominal pain, vaginal bleeding, denies fever, denies chills, denies vomiting, denies dysuria, denies hematuria, denies back pain, denies vaginal discharge and denies urethral discharge. Review of systems- gastrointestinal symptoms: abdominal pain, pelvic, cramping, nausea, no vomiting, no diarrhea, no constipation, no rectal bleeding, no rectal pain. Genitourinary symptoms: vaginal bleeding, pelvic pain. Surgical history: essure, ovarian cyst removal differential diagnosis: pelvic pain, ovarian cyst, ectopic pregnancy, abdominal pain, urinary tract infection, dysmenorrhea, pregnancy discomfort, uterine fibroid, vaginal bleeding impression and plan diagnosis" pelvic pain 625.9 dysfunctional uterine bleeding possible fibroid uterus bacterial vaginosis status post hysteroscopy and essure procedure primary pain location: groin primary pain quality: sharp preferred pain tool: numeric rating scale. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : mood swings, menorrhagia, pelvic pain, adenomysis, nausea, vaginal bleeding and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of the event pain, bleeding, vaginal infection were updated to recovered resolved. Essure removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 47-year-old female patient who had essure (batch no. D06937, 20240922) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, thyroid disorder, high cholesterol, anemia, effusion pericardial bloody, bloating, vaginal pain, clotting disorder, abdominal pain, ovarian cystectomy, dysmenorrhea, uterine fibroid, dysfunctional uterine bleeding, bacterial vaginosis, uterine fibroid, groin pain, vaginitis, bladder discomfort and weight gain. Previously administered products included for an unreported indication: loestrin. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2017 to (B)(6) 2018, norethisterone acetate (norethindrone acetate) and paracetamol (acetaminofen). On (B)(6) 2016, the patient had essure inserted. In september 2016, the patient experienced pelvic pain ("physical pain/ pain"), vaginal infection ("infection: vaginal"), migraine ("migraine") and headache ("headache"). In october 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation,hysterectomy,uni-s). Essure was removed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage and vaginal infection had resolved and the migraine, headache, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 170 lbs. Discrepancy noted in hsg test: as per fu, patient did not under go essure confirmation test. She received treatment for bladder/urinary problems, gen. Abnormal bleed discrepancy in removal date of essure-(B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2016: essure confirmation test-not specified result-left occlusion only. Ultrasound pelvis - on (B)(6) 2016: endovaginal and transabdominal pelvic ultrasound performed. Unremarkable position of the visualized right fallopian tube occlusive devices right ovary: the right ovary measures 3.9 x 3.1 x 2.7 cm. Right ovarian follicular cysts, the largest measuring 2.5 cm left ovary: obscured by bowel gas opinion: 1. Left ovary adnexa obscured by bowel gas. 2. Unremarkable right ovary. ~. Indistinct uterine zonal anatomy raising the possibility of adenomysis. History: left pelvic pain. Recent placement of essure tubal occlusive devices findings: endovaginal and transabdominal pelvic ultrasound performed report: unremarkable position of the visualized right fallopian tube occlusive devices. Right ovary: the right ovary measures 3.9 x 3.1 x 2.7 cm. Right ovarian follicular cysts, the largest measuring 2.5 cm. Right ovarian doppler: arterial and venous flow demonstrated on color doppler and spectral analysis. No right ovarian torsion. Opinion: 1. Left ovary and adnexa obscured by bowel gas. 2. Unremarkable right ovary. 3. Indistinct uterine zonal anatomy, raising the possibility of adenomyosis diagnosis ed provider note: pelvic pain patient's chief complaint: pt. C/o left sided pelvic pain. Report iud placed and thinks it may have been displaced. Visit reason: pelvic pain in female pain assessment primary pain laterality: left primary pain location: pelvic primary pain quality: aching preferred pain tool: numeric rating scale hpi-history of present illness the patient presents with pelvic pain and patient had an essure device placed on september 7, this is in anticipation of having an ablation this next wednesday secondary to heavy bleeding. Patient reports she has had some cramping pain ever since the procedure, she was told that for the first week this would be normal, her pain has improved temporarily and then the last few days has gotten much worse, she has attempted midol and ibuprofen which typically help with her cramps, she states it has not been helping with this, also has been using a heating pad, she also mentions that she has been spotting a little bit. Patient called her gynecologist, found out that her doctor was out of town, the nurse that was covering for them suggested that she come here for a pelvic ultrasound. Patient denies any fever, has had some nausea but no vomiting, denies any dysuria. Associated symptoms: nausea, abdominal pain, vaginal bleeding, denies fever, denies chills, denies vomiting, denies dysuria, denies hematuria, denies back pain, denies vaginal discharge and denies urethral discharge. Review of systems- gastrointestinal symptoms: abdominal pain, pelvic, cramping, nausea, no vomiting, no diarrhea, no constipation, no rectal bleeding, no rectal pain. Genitourinary symptoms: vaginal bleeding, pelvic pain. Surgical history: essure, ovarian cyst removal differential diagnosis: pelvic pain, ovarian cyst, ectopic pregnancy, abdominal pain, urinary tract infection, dysmenorrhea, pregnancy discomfort, uterine fibroid, vaginal bleeding impression and plan diagnosis" pelvic pain 625.9 dysfunctional uterine bleeding possible fibroid uterus bacterial vaginosis status post hysteroscopy and essure procedure primary pain location: groin primary pain quality: sharp preferred pain tool: numeric rating scale. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : mood swings, menorrhagia, pelvic pain, adenomyosis, nausea, vaginal bleeding and dysmenorrhea. Lot number: 20240922 manufacturing date:2010-01 expiration date:2013-01 lot number: d06937 manufacturing date:2014-09 expiration date:2017-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnormal bleed') in a 47-year-old female patient who had essure (batch no. D06937) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, thyroid disorder, high cholesterol, anemia, effusion pericardial bloody, bloating, vaginal pain, clotting disorder, abdominal pain, ovarian cystectomy, dysmenorrhea, uterine fibroid, dysfunctional uterine bleeding, bacterial vaginosis, uterine fibroid, groin pain, vaginitis, bladder discomfort and weight gain. Previously administered products included for an unreported indication: loestrin. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2017 to (B)(6) 2018, norethisterone acetate (norethindrone acetate) and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/ pain"), vaginal infection ("infection: vaginal"), migraine ("migraine") and headache ("headache"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, migraine, headache, depression, anxiety, dysmenorrhoea, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 170 lbs. Discrepancy noted in hsg test: as per fu, patient did not under go essure confirmation test. She received treatment for bladder/urinary problems, gen. Abnormal bleed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2016: essure confirmation test-not specified result-left occlusion only. Ultrasound pelvis - on (B)(6) 2016: endovaginal and transabdominal pelvic ultrasound performed. Unremarkable position of the visualized right fallopian tube occlusive devices right ovary: the right ovary measures 3.9 x 3.1 x 2.7 cm. Right ovarian follicular cysts, the largest measuring 2.5 cm left ovary: obscured by bowel gas opinion: 1. Left ovary adnexa obscured by bowel gas. 2. Unremarkable right ovary. Indistinct uterine zonal anatomy raising the possibility of adenomyosis. History: left pelvic pain. Recent placement of essure tubal occlusive devices findings: endovaginal and transabdominal pelvic ultrasound performed report: unremarkable position of the visualized right fallopian tube occlusive devices. Right ovary: the right ovary measures 3.9 x 3.1 x 2.7 cm. Right ovarian follicular cysts, the largest measuring 2.5 cm. Right ovarian doppler: arterial and venous flow demonstrated on color doppler and spectral analysis. No right ovarian torsion. Opinion: 1. Left ovary and adnexa obscured by bowel gas. 2. Unremarkable right ovary. 3. Indistinct uterine zonal anatomy, raising the possibility of adenomyosis diagnosis ed provider note: pelvic pain patient's chief complaint: pt. C/o left sided pelvic pain. Report iud placed and thinks it may have been displaced. Visit reason: pelvic pain in female pain assessment primary pain laterality: left primary pain location: pelvic primary pain quality: aching preferred pain tool: numeric rating scale hpi-history of present illness the patient presents with pelvic pain and patient had an essure device placed on september 7, this is in anticipation of having an ablation this next wednesday secondary to heavy bleeding. Patient reports she has had some cramping pain ever since the procedure, she was told that for the first week this would be normal, her pain has improved temporarily and then the last few days has gotten much worse, she has attempted midol and ibuprofen which typically help with her cramps, she states it has not been helping with this, also has been using a heating pad, she also mentions that she has been spotting a little bit. Patient called her gynecologist, found out that her doctor was out of town, the nurse that was covering for them suggested that she come here for a pelvic ultrasound. Patient denies any fever, has had some nausea but no vomiting, denies any dysuria. Associated symptoms: nausea, abdominal pain, vaginal bleeding, denies fever, denies chills, denies vomiting, denies dysuria, denies hematuria, denies back pain, denies vaginal discharge and denies urethral discharge. Review of systems- gastrointestinal symptoms: abdominal pain, pelvic, cramping, nausea, no vomiting, no diarrhea, no constipation, no rectal bleeding, no rectal pain. Genitourinary symptoms: vaginal bleeding, pelvic pain. Surgical history: essure, ovarian cyst removal differential diagnosis: pelvic pain, ovarian cyst, ectopic pregnancy, abdominal pain, urinary tract infection, dysmenorrhea, pregnancy discomfort, uterine fibroid, vaginal bleeding impression and plan diagnosis" pelvic pain 625.9 dysfunctional uterine bleeding possible fibroid uterus bacterial vaginosis status post hysteroscopy and essure procedure primary pain location: groin primary pain quality: sharp preferred pain tool: numeric rating scale. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : mood swings, menorrhagia, pelvic pain, adenomyosis, nausea, vaginal bleeding and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: events gen. Abnormal bleed, abdominal pain, added. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.